Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also stated that the patients ipg was non functional. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also stated that the patients ipg was non functional. The patient underwent an explant procedure.